Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 11 mg/dl when paramedics arrived. Customer reported that he does not change his reservoir until is complete empty and he does not always disconnected the infusion set from his body when he change his reservoir. Nothing further was reported.